Event description:
It was reported, the patient experienced discomfort at the ipg site due to the shallow position of the pocket. The ipg was explanted. The physician placed a new ipg on (B)(6) 2014 which was implanted deeper.

Manufacturer narrative:
Inspection of the returned ipg did not reveal any visual anomalies. The header and septums were clear and intact. The can was in good condition. No irregularities were observed on the surface of the device. The ipg was functionally tested on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. All portions of the testing passed. The complaint was not confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.